Event description:
The lay user/reporter contacted lifescan in 2005 and alleged that her relative's one touch basic enhanced meter was giving the insert strip message. The medical affairs specialist was unable to reach the reporter or the patient the next day. A leter was also sent. The relative had reported that the subject meter continued to display the insert strip message. The reporter was walked through proper testing procedure and the issue was resolved. It was determined during troubleshooting that the testing/cleaning procedure was incorrect (use error). It was also discovered that the pt was using unicheck test strip (non-lifescan test strips). The reporter had also stated that the paramedics were called the day before because the patient had started feeling disoriented and was in pain. The patient was tested on the meter earlier that morning (result not provided). She was given glucose by the medical professional. This complaint is reported because the patient was not able to test on the meter at the time of concern and experienced hypoglycemia and was treated with glucose by the paramedics. Replacement meter, control solution, and test strips were sent to the lay user/patient.